Manufacturer narrative:
Device evaluation: returned device was in good physical condition. During the evaluation of the device the customer reported condition was not confirmed. No fault found. A device history record was not reviewed as lot number is unknown.

Manufacturer narrative:
The establishment name is: (B)(6).

Event description:
Information was received indicating that while using a smiths medical cadd cassette reservoir, a "no disposable, clamp tubing" alarm went off. The customer prepared the medical fluid again and replaced the pump with another one. After that, the product worked properly. There was no patient injury.